Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Visual inspection found the grip cable loose from its original position at the proximal end. As a result of the loose grip cable, the instrument failed low torque and grip force tests. The instrument was found to have three errors ¿22024¿ ¿grip torque is outside the expected range on usm4. The instrument failed hard grip force test and low torque errors are often caused due to a loose grip cable in the proximal end. Root cause attributed to component failure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer would not seal. The procedure was completed with no reported injury.